Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump was received with intermittent button response due to corroded keypad traces. Cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads noted.

Event description:
Customer reported that she received a button error alarm on her insulin pump. Customer stated that she wears the device inside her brassier and it is exposed to sweat. Blood glucose level 208 mg/dl. Nothing further reported.